Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: -, ubd: , UDI#: h3, h6:a manufacturer representative went to the site to test the navigation system. It was reported there was no fault found. The system performed as intended. Multiple fdd/annex a codes were reported. A0709 was coded for camera flickering issue. A0908 was coded for alleged inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site performed a couple of spins and the camera was flickering and it was off. Pending surgical delay and patient impact.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Code d15 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: update to concomitant product - product ID 9735740, version 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event occurred during a posterior cervical fusion procedure. The event occurred intra-opera tively. The event caused a surgical delay of about 4 minutes. There was no impact on patient outcome. Camera flickering was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.